Event description:
It was also noted that the lead exhibited no capture. The lead was subsequently explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient's husband. Other: na.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular lead was dislodged. The lead was repositioned.